Event description:
(B) (4): device did not function as expected. It was reported by the pt's attorney that her client was implanted in (B) (6) 2005 to the right hip a modular head (not syk) and dm cable set. The lawyer refers that in (B) (6) 2007, it was necessary to perform an unanticipated revision surgery as the hip broke. In the letter received there is no specific reference to the cable although, the cable label is enclosed together with other labels (not stryker products).

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There is 1 event associated with this event type (device did not function as expected) and product code (B) (4). Result: the info of this per was provided by stryker orthopaedics (B) (4) no additional info is available at this time.